Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and was well within the specification for temperature. The device had not been sent in for preventative maintenance for more than 2 yrs. The internal components were very corroded and there was heavy detergent residue which was most likely due to improper cleaning. The event was not confirmed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device was "overheating". The device was being used during an operation. There were no pt or user injuries reported. There was no add'l info provided.